Manufacturer narrative:
The manufacturer was previously received information alleging a burned device and house fire. The cause of the house fire is unknown. There was no patient harm or injury reported. No medical intervention was required by the patient. The device was returned to the manufacturer's product investigation laboratory for investigation. An external and internal visual inspection of the device was completed by the manufacturer. The manufacturer found several instances of evidence of poor preventative maintenance contamination/dirt/dust/previous liquid ingress, white powdery substance throughout and in crevices not exposed to the ambient outside areas and all over the enclosure, inlet and filter are mostly intact and appear to have drawn in some sort of thermal/flame/smoke, the evidence of smoke density, direction of plastic melt flowing, internal/external thermal discoloration and location appears to point to an external source. The manufacturer found no evidence of sound abatement foam degradation/breakdown. The device's event logs were downloaded and reviewed. The manufacturer found no instance of error. The manufacturer concludes there was evidence of multiple contamination observed on the device. The manufacturer confirmed there was no evidence of sound abatement foam degradation.

Event description:
The manufacturer received information alleging a burned device and house fire. The cause of the house fire is unknown. There was no patient harm or injury reported. No medical intervention was required by the patient. At this time, the device has been received, and an investigation will be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
In the previous report on MDR 2518422-2024-30092, it was stated the cause of fire was unknown. Additional information has been received from the user. The patient alleges, "the concentrator started with a burning smell, and a few seconds later there was smoke coming out of the concentrator leading to a fire, which spread throughout the bedroom". The patient stated, "the electric plug and jack were not burned". The user stated, "firefighters mentioned that it was a short circuit". Once the device is evaluated, a follow up report with be completed.